Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of a bd nokor¿ filter needle, ¿regeneron qa received a product complaint related to sterility and/or foreign matter concerns. Additional information: the patients from the multiple cases of inflammation were treated by their respective physicians.¿

Manufacturer narrative:
Samples were not provided for evaluation. Qn review: no notifications were written for this batch. DHR review: eight visual inspections were performed on 480 parts with zero defects noted. The sterility release was reviewed, and no issues with sterilization were documented. A root cause for the reported issue could not be determined based on the information provided. All visual inspections were performed as per requirement. There were no related events for fm and sterilization. The batches were manufactured and released according to procedures and specifications. There were no changes in the manufacturing methods. There were no changes in sterilization processes for bd catalog number: 305200 in the last 3 years. No CAPA will be issued as the defect cannot be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. The appropriate bd business team regularly reviews the collected data for identification of emerging trends.